Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37603, serial# (B)(4), product type: implantable neurostimulator. Product ID 3708640, serial# (B)(4), product type: extension. Product ID 3708640, serial# (B)(4), product type: extension.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer¿s subclavian pocket was opened and the implantable neurostimulator (ins) was connected to the adaptor again. Impedances were measured and exceeded 40000 ohms using all combinations except #0 combination. The consumer had devices implanted on both sides, but abnormal impedance occurred in one side only. Device settings were noted as 2.4 ma, 60 us, 130 hz/pps, unipolar c+1-, and 24 hours/day usage. It was possibly considered that the set-screw was tightened once but was loose without doing anything. However, the physician mentioned that the physician may have forget tightening the set-screw. As the physician was not sure about it, it was unknown that the event was either product malfunction or surgical error. When subclavian pocket was opened and it was checked that the ins was connected to the adaptor, the set-screw was loose and the adaptor was detached a bit from the ins. The adaptor was connected to the ins and the set-screw was tightened once again. After the set-screw was tightened once again, it was confirmed that the adaptor was completely connected to the ins. The wound site was closed then. Impedances became almost normal. The issue was noted as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.